Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer would not open to be recovered and was continually showing as failed to stay closed. The field service engineer (fse) troubleshot the drawer failure, tightened the latch-catch screws, reseated the latch sensor, and rebooted the unit. After these actions, the drawer was tested and confirmed to be working. The repair was further validated in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer would not open to be recovered but continually displayed an error "failed to stay closed". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.